Event description:
Information rec'd indicates the hi/low and trend features are not working from the siderails or foot control board .

Manufacturer narrative:
The technician found the plug disconnected below the trend casing. He reconnected the plug to repair the bed.